Event description:
It was reported that this pacemaker device exhibited a code 9001, indicating a fault has occurred while the device is in MRI protection mode. A request was made to have data from this device analyzed. Data analysis identified the code 9001 indicative of safety mode, indicates occurred while the device was in MRI protection mode. New information was provided indicating that this pacemaker device was surgically explanted. No additional adverse patient effects were reported. The explanted device is expected to be returned for product investigation. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.